Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was n noted that the atrial lead exhibited noise over-sensing. The atrial lead was reprogrammed. The patient experienced no consequences.